Event description:
Asr revision; asr resurfacing - left; reason(s) for revision: pain and cup component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr resurfacing - left. Reason(s) for revision: pain. Update form 73 received april 24th, 2013. Additional reason for revision, patient ID number, three products added and one amended. Reason(s) for revision: component loosening (cup). Update - added additional surgeon, type of hip replacement amended, marked as legal, added kid number. Taken from claimsuite dated 7th may 2014. Xl.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.